Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu recharger acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that stimulation was turning off and the implantable neurostimulator (ins) died because the patient was not able to charge the ins. The ins had died the night prior to this report. The patient had contacted their healthcare professional and a manufacturing representative on the day of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.